Manufacturer narrative:
It was not specified if a health care provider was sought or what type of "medicated" cream was applied to the consumer. At this time there was not a reference or indication of an infectious process, and it was unknown if there was actually health care provider intervention. Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 22-may-2025, a spontaneous report was received from a consumer via email regarding a 4-year-old female who used a bravery badges block geo adhesive bandage. On an unspecified date, the consumer had a bravery badges block geo adhesive bandage applied to her chin. After approximately 2 to 3 hours of wearing the bandage, it was removed and the adhesive tore a layer of her skin leaving a large bleeding scab. It was noted to have caused discomfort and left a noticeable mark on her face. The consumer was on a medicated cream which was used to try to heal the area. No additional information was provided.